Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and bleeding lcd glass. (B)(4).

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 500 mg/dl. Customer's emergency room visit was due to high blood glucose. Customer was treated with manual injection. Customer was wearing insulin pump at the time of emergency room visit. After hospitalization, customer removed site and it was found that cannula was bent. Customer declined troubleshooting for high blood glucose due to knowing that issue was due to bent cannula.